Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming. No disposable, pump won't run". It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 12.7, rate 2.4 and 97 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).